Manufacturer narrative:
(B)(6).

Event description:
It was reported that the dyonics had a short circuit detected. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with audible alarm and "short circuit detected" error message on both ports. Cause of alarm and error are shorted electronic components on the main pcb. Three shorted transistors a burned resistor were identified. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be an electronic component failure. Reason for component failure is unknown but a shorted out mdu is a possibility. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.